Event description:
It was reported that while the patient was in recovery post implant, the atrial lead exhibited noise. Isometrics and pocket manipulation could not replicate the noise. The patient would be monitored.